Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr was able to confirm the reported event and determined the most likely cause of the reported event is the front panel assembly. After replacing the front panel assembly, the fsr performed operation verification procedure, and reported the ventilator passed all testing per manufacturers specifications. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that vela ventilator's touch screen was intermittently not functional. The customer reported that there was no patient involvement associated with the event.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. Fluid ingress found between the bezel and the lcd display that may be causing intermittent touch screen failure. No further investigation required due to panel assembly being obsolete. This issue will be internally investigated within vyaire.